Event description:
Ous MDR. It was reported that vvi mode was programmed using header emergency function. Touch button screen functionality was lost. After programmer re-start, there was still no ability to touch buttons through successful interrogation of the device was provided.

Manufacturer narrative:
Ous MDR. The clinical observation was not reproducible throughout analysis. The device did not show any deviations during analysis. The programmer kept being operatable throughout all test including safe program transmissions.